Event description:
A (B)(6) patient had an epicardial ablation procedure performed on (B)(6) 2010 with the numeris device. Following uneventful epicardial ablation, endocardial catheter access was attempted. Transeptal access was not obtained either through the groin or ij after 2 hours of attempts because the pt had venous anomalies. Transeptal access was aborted due to patient's hypotensive response and blood observed in the pericardium. Patient was discharged on (B)(6) 2010 in sinus rhythm with no other reported symptoms such as elevated temperature, eating difficulties, or abnormal lab work. Pt admitted to hospital on (B)(6) 2010 for eval of possible pericardial effusion. A stand alone endocardial ablation (ep only) procedure was performed on (B)(6) 2010, where a tee and CT scan performed 1-4 days prior to procedure were unremarkable. Transeptal access was successfully performed from the internal jugular using a baylis guidewire for transeptal puncture. A 3d reconstruction of the left atrium was performed. Using an rmt thermocool mapping and ablation catheter, endocardial ablation was performed to obtain isolation for all four pulmonary veins at the atrum level. The posterior wall of the la was also isolated by applying rf energy. Ep records indicate increases in electrode tip temperature up to 50deg c associated with spikes in impedance and power at 43 watts over 3.21 hours of rf ablation time with the rmt thermocool catheter. Physicians stated that fluoro images recorded during the endocardial ablation procedure that were reviewed later indicated that the ablation catheter entered the esophagus. On (B)(6) 2010, pt developed a fever. On (B)(6) 2010, a CT scan indicated symptoms of an esophageal fistula and an esophageal stent was placed. Multiple consults, lab work, and critical care pt management was provided until pt expired on (B)(6) 2010.

Manufacturer narrative:
There was no report of contact product malfunction during (B)(6) 2010 case. The device history record was reviewed with no anomalies noted. Contact product was not used during (B)(6) 2010 ablation case. Review of operation notes and physician interviews indicate that cause of pt death was complications resulting from an acute esophageal fistula following the (B)(6) 2010 endocardial ablation. There was no evidence of the presence of esophageal fistula prior to (B)(6) 2010 as confirmed from contrast CT scan, tee, and lab/bloodwork. Conclusion: esophageal fistula resulting from the esophageal perforation caused during the ep only catheter ablation procedure.